Event description:
Boston scientific received information that this pacemaker exhibited intermittent ventricular loss of capture. The device had been implanted the previous day due to complete heart block. No adverse patient effects were reported.

Manufacturer narrative:
It was found the outputs were programmed subthreshold. Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.